Manufacturer narrative:
The meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.9 inr. Qc 2: 2.9 inr. Qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The alleged result of 3.4 inr was observed in the meter's patient result memory. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined. Reporter: occupation was patient/consumer.

Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4) compared to a hospital laboratory using an unknown reagent. At 10:06 am, the result reported to be from the meter was 3.4 inr. After 1:00 pm, blood was drawn several times and his inr results were reportedly 2.4 inr and 2.5 inr from different laboratory draws. The therapeutic range was 2.5-3.5 inr and he tests once a month.

Manufacturer narrative:
MDR code device code was updated.